Event description:
It was reported that a patient underwent a thermal endometrial ablation procedure in 2007. During the procedure, the surgeon instilled 40 cc's into the catheter and did not get back the full amount of fluid. Approx 10cc was not returned. The procedure was completed and the surgeon reinflated the balloon post-procedure. Three pinholes were observed in the balloon.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.